Event description:
The account alleged that the cardio pulmonary resuscitation does not work. No pt impact.

Manufacturer narrative:
The account has replaced the cardio pulmonary resuscitation valve and the problem returned. Tech told the account to replace the hydraulic manifold. No further info is available on the repair of the bed at this time.